Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, noise was noted on the right ventricular lead. The lead was capped and replaced on (B)(6) 2022. There was no consequences to the patient.

Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, noise was noted on the right ventricular lead. The lead was capped and replaced on (B)(6) 2022. There was no consequences to the patient.

Event description:
New information received notes that the patient's right ventricular lead exhibited insulation damage.